Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was attempted to be implanted four times. On the first three attempts, the valve was not stable and would easily dislodge. On the fourth attempt, at 80% deployment, there was paravalvular leak (pvl).

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: product ID d-evprop23-29 lot 0012419069 use by date 2026-08-28 UDI (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evprop23-29 (lot: 0012419069); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter bioprosthetic valve procedure, the measurements of the annulus were borderline between the 26 mm and 29 mm valve. A 26 mm valve was selected for implant. During the attempt to position and deploy the valve, the valve was unstable and not easy to position. The valve was positioned and at 80% deployment, an angiography revealed moderate/severe paravalvular leak (pvl) under the left cusp. The valve was recaptured and removed. A 29 mm valve was correctly positioned and deployed with a good final result, without any paravalvular leak.